Manufacturer narrative:
(B)(4). The device was returned and evaluated. A visual inspection was performed with no issues noted. Functional testing performed leak testing, clamp function test, clear passage test, device-device interaction testing and all were completed successfully with no issues noted. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during initial drain of peritoneal dialysis therapy while the patient was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient opted to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.